Event description:
It was reported that during a routine generator change, a splice kit was also used to strengthen and repair the right ventricular (rv) lead. Four days post-implant, the patient presented after hearing an alarm. It was reported that temporary exit block was observed, combined with low pacing impedance, oversensing noise, and temporary undersensing of r-waves. In addition, short interval counts (sic) were detected. A new pace/sense lead was implanted and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and an r-wave amplitude measurement issue. The analyst noted there were six ventricular short interval counts (sic) and a cumulative of 29; with no episodes available to verify lead noise oversensing and inappropriate shocks. The rv pacing impedance measured a low impedance of 114 ohms. The r-wave amplitude initially measured low with an amplitude of 2.125 millivolts; increasing afterward to 8.75 millivolts. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action.